Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be not tilted and separated from the instrument. No knife impression was observed along the cutline impression in the cutting ring/mylar cover. The instrument functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of no knife impression may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy. After removing the stomach body when the surgeon was conducting the eg anastomosis, the stapler did not fire. The knife blade cut, but staples did not deploy. The anvil was able to be tilted after firing. No tissue damage or extension in surgical time was reported as a result of the product problem. To correct the issue, another stapler was used. Current patient status is alive, no injury.